Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient was still feeling bladder pain. Patient stated that the incision site was very painful. Additional information was received on 2021-jul-29, indicating that patient mentioned that their back was still getting to her right now but understands this will take time to heal. More additional information was received on 2021-jul-31, indicating that the patient stated this device does not help their pain and that they are hoping the pain gets better once their back was healed from the procedure. Support link advised the patient to please contact her clinician with questions regarding medical advice or if she has questions about her health. No further complications were reported at this time. Additional information was received from the patient. They reported that she bent over a few times and thinks she pulled a wire. Patient thinks things are fine as she said the device is still working and does feel some stimulation. Patient mentioned her back is hurting and said she understands it'll take time to heal.